Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for use after expiration reported from this lot. It should be noted that the nc trek information for use (IFU) states to note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that post unspecified interventional procedure the nc trek balloon dilatation catheter (bdc) was used in the procedure past the expiration date. The procedure was (B)(6) 2014; the expiration date was noted as 31-jul-2014. There was no reported adverse patient effects; there was no reported treatment given. No additional information was provided.